Manufacturer narrative:
Updated data: continuation of d10: product ID evproplus-26; product serial number: (B)(6) ; product type: heart valve; implant date: (B)(6) 2024; explant date: not explanted, this was the active valve at the time of death. Corrected data: h6. Device codes - there was no increased gradient. Let this be notification that code should be considered removed. Additional codes. The annex f code was inadvertently omitted from the previous medwatch reports. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged after full release to the ascending aorta. A second transcatheter aortic valve was implanted immediately due to the patient's pre-condition. Following the procedure in the intensive care unit (ICU) the patient died. It was reported that the pre-implant condition of the patient was not stable and was not able to tolerate a long procedure, and the patient decompensated. Of note, according to the computed tomography (CT) measurements, the patient had regular anatomy and had moderate calcification within the native valve. It was noted that the left ventricular outflow tract (lvot) appeared smaller than the annular measurements pre-implant. Additional information was received that during the valve implant, after the valve was deployed, it dislodged about after 20 seconds. After the second valve was implanted, trace paravalvular leak (pvl) was observed. Of note, the patient's pre-implant conditions were: shortness of breath upon admission, unexplained anemia was diagnosed and blood transfusion was provided. Patient presented three weeks prior to the valve implant with shortness of breath and aortic stenosis was diagnosed in echocardiography coronary angiography and stenting to an obtuse marginal (om) vessel was performed. The cause of death was not provided. Per the physician, the valve and valve procedure did not cause or contribute to the patient death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged after full release to the ascending aorta. A second transcatheter aortic valve was implanted immediately due to the patient's pre-condition. Following the procedure in the intensive care unit (ICU) the patient died. It was reported that the pre-implant condition of the patient was not stable and was not able to tolerate a long procedure, and the patient decompensated. Of note, according to the computed tomography (CT) measurements, the patient had regular anatomy and had moderate calcification within the native valve. It was noted that the left ventricular outflow tract (lvot) appeared smaller than the annular measurements pre-implant.

Manufacturer narrative:
Updated data: b5. Continuation of d10: product ID evproplus-26; product type: heart valve; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, after the valve was deployed, it dislodged about after 20 seconds. After the second valve was implanted, trace paravalvular leak (pvl) was observed. Of note, the patient's pre-implant conditions were: shortness of breath upon admission, unexplained anemia was diagnosed and blood transfusion was provided. Patient presented three weeks prior to the valve implant with shortness of breath and aortic stenosis was diagnosed in echocardiography coronary angiography and stenting to an obtuse marginal (om) vessel was performed. The cause of death was not provided. Per the physician, the valve and valve procedure did not cause or contribute to the patient death.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was provided for review and confirmed a good load. There is evidence of coronary protection of the left coronary artery identified by a possible percutaneous coronary intervention guidewire and a stent on standby in the coronary. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture, and depth assessment was performed. Depth appeared to be approximately 2 millimeter (mm) on the non-coronary cusp in the cusp overlap view, and approximately 5mm on the left coronary cusp in the left anterior oblique (lao) view and appeared to be significantly under expanded. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. The recommended target depth is 3 mm relative to the valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. In this case, the depth was acceptable but under expansion warranted a recapture. Despite under expansion, the valve was released. It was reported that 20 seconds after release, the valve dislodged. Images of the dislodgement were not captured so it is not possible to validate cause of the dislodgement. A second valve was loaded, and fluoroscopic valve load inspection was performed and confirmed a good load. The dislodged valve was snared, and a second valve was implanted. Evidence supports that the coronary stent that was on standby during coronary protection was not deployed. Coronary protection equipment was removed, and final angiogram reveals coronary perfusion and no evidence of aortic dissection or any other intraprocedural adverse events that can be seen on fluoroscopy. Therefore, it is not possible to determine cause of death. As listed in the instructions for use (IFU), potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.